Event description:
Surgeon inserted a three piece silicone intraocular lens into the eye and the trailing haptic tore off. The surgeon was able to remove the lens without enlarging the incision and replaced it with another lens of the same model. The reporter stated that tech was new at loading this lens and it was loaded incorrectly which caused the trailing haptic to tear.